Event description:
Boston scientific received info that the pt received four shocks due to a wandering baseline. X-ray images were taken and boston scientific technical services (ts) was consulted. Upon review of the x-ray it was thought that the source for the wandering baseline was air entrapment at the xiphoid incision site. Tachycardia therapy was temporary programmed off in the device as they were unable to find an appropriate sensing vector for the pt and the pt was fitted with a life vest. The pt was seen for a follow up visit a week later where another x-ray was obtained which showed that the subcutaneous implantable cardioverter defibrillator (s-ICD) was able to choose a sensing vector without any further issues. Subsequently tachycardia therapy was programmed back on and no further inappropriate therapies have been received. The s-ICD and electrode remain in service with no adverse pt effects.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.